Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Only the customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. Only one result alleged by the customer was observed in the meter result memory. No product problem was found.

Manufacturer narrative:
(B)(6). Na.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer tested at 9:49 a.m and got a result of 4.1 inr with a data flag. This result was high. A display check was performed and no segments were missing from the display. The customer re-tested and got an error message indicating there was not enough blood on the test strip. The customer tested again at 10:37 a.m. And got a result of 3.0 inr with no data flag. The customer's therapeutic range is 2.0 - 2.5 inr. No adverse event occurred. The customer felt fine. There is no information to suggest the customer is anemic. The customer is not on heparin or other direct thrombin inhibitors. The customer has had no changes in diet or medications and has not been ill recently. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.